Event description:
It was reported that during a laparoscopic gastric bypass, the device fired an incomplete staple line. The case was converted to open due to the imcomplete staple line and sutured. No patient consequence.